Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample is not returned, further testing cannot be performed, and the root cause of the poor infusion cannot be determined. The plant will continue to monitor such defects.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient required a closed-system intravenous catheter for fluid administration during surgery. During the infusion process, the catheter line became obstructed and fluid flow ceased. The nurse promptly detected the issue and replaced the catheter.